Event description:
Information was received from a clinical study via a healthcare provider (hcp) regarding a patient who was receiving as of (B)(6) 2016 fentanyl 150 mcg/ml at a dose of 35 mcg/mday, bupivacaine 30 mg/ml at a dose of 7 mg/day and clonidine 130 mcg/ml at a dose of 30.33 mcg /day via an implantable pump for non-malignant pain. The patient was also receiving pa dosing (patient activated); the total maximum daily dose of fentanyl was 64.63 mcg/day, bupivacaine's daily dose was 12.926 mg/day and clonidine was 56.01 mcg/day. It was reported that interrogation revealed a pump motor stall, on (B)(6) 2016, with recovery on an unspecified date/time. Diagnostics methods included device interrogation, on (B)(6) 2016, at which time the stall with recovery was noted. The patient was inpatient at the time due to a different event; a believed adverse it (intrathecal therapy) medication reaction/actual opioid withdrawal (refer to manufacturer report # 3004209178-2016-09176 for the other event related to reaction/actual opioid withdrawal). The hcp did advise the ed (emergency department) physician to place a magnet over the pump, but the ed physician stated he did not feel comfortable doing that. Instead, he contacted a device manufacturer representative (rep) to program the pump to minimum rate. There was no documentation indicating a magnet was placed over the pump, but the logs did reflect a motor stall and recovery during the hospitalization due to the reaction/withdrawal event. As a result of the noted motor stall and recovery, no actions were taken. As far as the outcome, it listed as resolved without sequelae as of (B)(6) 2016. Further information was not provided including the length of the stall, the cause of the stall or clarification regarding the resolution date that was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical study via a healthcare provider (hcp) regarding a patient who was receiving as of (B)(6) 2016 fentanyl 150 mcg/ml at a dose of 35 mcg/m day, bupivacaine 30 mg/ml at a dose of 7 mg/day and clonidine 130 mcg/ml at a dose of 30.33 mcg /day via an implantable pump for indication for use. The patient was also receiving pa dosing (patient activated); the total maximum daily dose of fentanyl was 64.63 mcg/day, bupivacaine's daily dose was 12.926 mg/day and clonidine was 56.01 mcg/day. It was reported that interrogation revealed a pump motor stall, on (B)(6) 2016, with recovery on an unspecified date/time. Diagnostics methods included device interrogation, on (B)(6) 2016, at which time the stall with recovery was noted. The patient was inpatient at the time due to a different event; a believed adverse it (intrathecal therapy) medication reaction/actual opioid withdrawal (refer to manufacturer report # 3004209178-2016-09176 for the other event related to reaction/actual opioid withdrawal). The hcp did advise the ed (emergency department) physician to place a magnet over the pump, but the ed physician stated he did not feel comfortable doing that. Instead, he contacted a device manufacturer representative (rep) to program the pump to minimum rate. There was no documentation indicating a magnet was placed over the pump, but the logs did reflect a motor stall and recovery during the hospitalization due to the reaction/withdrawal event. As a result of the noted motor stall and recovery, no actions were taken. As far as the outcome, it listed as resolved without sequelae as of (B)(6) 2016. Further information was not provided including the length of the stall, the cause of the stall or clarification regarding the resolution date that was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a post-market clinical study. It was reported that the motor stall occurred on (B)(6) 2016 at 11:41am and recovered on the same day at 1:29pm. The clinical study site believed that the motor stall may have been caused by a magnet, but they were unsure. It was noted that the provider advised the emergency department physician to place a magnet over the pump, but the physician did not feel comfortable doing it and instead contacted a representative of the pump manufacturer to program the pump to the minimum rate. There was reportedly no documentation indicating that a magnet was placed over the pump, but the logs did reflect that the motor stall and recovery occurred during the hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.